Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken pin was confirmed with the submitted reference photo on december 10, 2019. The photo confirmed a broken pin designated as a redundant negative power line. Attempt was made to obtain additional information from the customer regarding the event; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # (B)(4)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during a clinic visit the patient was noted to have a broken pin in their mobile power unit (mpu). The mpu was subsequently replaced.. No additional information was provided.